Manufacturer narrative:
An event regarding a revision surgery for disassociation involving an accolade stem ((B)(4)) and metal head ((B)(4)) was reported. A review by a clinical consultant confirmed trident shell malposition. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: accolade tmzf stem with severe trunnion damage with and substance loss. Adherent bone on the ingrowth surface of the stem confirms the stem was well-fixed to the bone. The trident cup has correct inclination but absent anteversion as evident by the straight line projection of the cup opening circle. Cup inclination is adequate. Catastrophic trunnion failure with substance loss and femoral head disassociation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. If further information and/or the device becomes available, this investigation will be re-opened. Device not available.

Event description:
It was reported that the stem and liner were replaced.